Manufacturer narrative:
D3, manufacturer zip/postal: (B)(6), g1, MFR site zip/post code: (B)(6). The study did not report the upn/vial size; thus, the UDI is unavailable.

Event description:
It was reported that the patient was treated medically for a pneumonia. On (B)(6) 2023, the subject was randomized in the study. The planned treatment type was uni-lobar treatment and treatment with thermosphere was performed on (B)(6) 2023. The 99mtc-maa angiogram was performed and target volume 420 cm3; 2.99 gbq was administered through vial 1 and 8.71 gbq was administered through vial 2, with a total dose administered was 11. 7 gbq. The total activity of thermosphere delivery to lung was reported as 0.26 gbq and thermosphere delivery to target tumor tissue was 341 gy. Total radiation dose to the perfused normal liver tissue was 111.7 gy and radiation dose to lungs was 12.8 gy. The subject was diagnosed with pneumonia in (B)(6) 2024 and was hospitalized with cough and phlegm for one month. On (B)(6) 2024, chest CT scan found a potential infectious lesion in the right lung and the subject was recommended to undergo a follow-up examination after treatment to confirm. A small amount of fluid accumulation was noted in the right pleural cavity and thickening of right pleura was noted. Mixed density shadow was noted in the right liver lobe and was recommended for enhanced examination of intrahepatic bile duct dilation, and splenomegaly. As a result, the subject was treated with piperacillin-tazobactam for infection control, adrenal gland patch for hemostasis, and liriconazole for white enhancement. On (B)(6) 2024, the subject was again hospitalized and treated with piperacillin-tazobactam and carbazochrome tablets. The subject was released from the hospital.